Event description:
Patient had ivc filter implanted in an out of state facility and presented for emergent care for abdominal pain; underwent emergent abdominal surgery and discovered a large lumbar hematoma - secondary to ivc filter placement. The patient was critically ill over the next couple of days and despite all efforts, pronounced dead in 2009. This was reported out as a death within 48 hours of surgery, in our facility. In discussion with our corporate representatives, discovered this is a reportable event even though we did not implant this product and do not have any information regarding this device - manufacturer etc.